Event description:
The customer alleged no audio alarm. The co customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing, parts replaced were done as a precaution. It is not verified that there was no audio alarm, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.